Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and response received via due diligence customer follow up . Please refer to section b5 for the customer response update regarding event reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "no image" and abnormal shape of cable was confirmed. Device evaluation confirmed that the endoscope image could not be displayed due to corrosion of the cable unit. In addition, inspection found cable unit was dented. The cause of the corrosion and dented cable could not be identified based on the information obtained from this complaint and the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue "no image" was identified during therapeutic laparoscopic cholecystectomy procedure, the procedure was completed using the same set of equipment.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device had no image and universal cord has abnormal sharp. There were no reports of patient harm.